Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose level was 260 mg/dl. The customer stated that she had high blood glucose in the morning of 450 mg/dl and twice later that day. The customer treated for the high blood glucose readings with the pump and manual injection. The customer stated that she was unsure if she contacted her health care provider regarding the high blood glucose readings. The customer declined to further troubleshoot for high blood glucose readings.